Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), and a patient who was receiving 10 mg/ml morphine at a dose of 2.997 mg/day via an implantable infusion pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient had been through withdrawal. The patient reported the first time they had withdrawal they missed their refill date. Then when the hcp filled the pump "the pump would not pump ," and the patient went into withdrawal again. No further complications were anticipated/reported.